Event description:
It was reported that during shoulder arthroscopy, the device randomly turned on the shaving when it was not being pressed, it would not be turn off. A backup device was available to complete the procedure successfully. Delay or patient injuries were not reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the lid was scratched. Complaint of footswitch randomly activating mdu without pressing a pedal could not be reproduced. Footswitch passed functional testing using a known good control unit and mdu. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.